Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 60 mg/dl. The event was corrected with glucose tablets, and bg values later returned to range. No medical intervention was required.